Event description:
On (B)(6) 2010, pt reported her down arrow button is not working. Pt stated the only way she can get the button to respond is to press the side of the button. Pt reported she noticed the issue about a week ago while attempting to bolus. Pt stated the buttons pop back out. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.